Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found that the distal tip appeared to be bent. A second closer inspection was performed and it was found that the peek housing was damaged, tip was bent and a hole was found in the pebax. Then, tilt test was performed and the catheter was found within specifications. Tip lumen tilt test was performed and the catheter failed, the root cause of the tilt test fail could be related to the tip bent. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. A manufacturing record evaluation was performed and no internal action was found during the review. The customer was confirmed. The root cause of the electrical wire breakage cannot be determined. The root cause of bent tip and the damage on peek housing and the hole in pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device after of the procedure, however, this cannot be conclusively determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that during the procedure, the thermocool® smart touch¿ electrophysiology catheter had much interference/noise. The second catheter was used to complete the operation. There was no patient consequence. The customer¿s reported noise/interference issue is considered not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 6/5/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the distal tip appeared to be bent. This finding was reviewed and assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/23/2020, during a second visual inspection it was found that the peek housing was damaged, the tip was bent and there was a hole in the pebax. The findings were reviewed and the peek house damage and the bent tip were assessed as not MDR reportable since the potential risk that these could cause or contribute to a death or serious injury is remote. The issue of a hole in the pebax was assessed as an MDR reportable product malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/23/2020 and reassessed this complaint as MDR reportable.